Event description:
The procedure began correctly, enhancer registrys were good and also impedance values. Problems appeared when physician began the ablation. The temperature values around 45 and usually, the temperature is 50-52. After several attempts of ineffective ablation, another catheter was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.